Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapies were discontinued. The cause of the peritonitis was unknown and treatment information was not reported. The patient was discharged from the hospital and was recovering from the peritonitis. On a later date, the patient passed away; the cause of death was reported to be a cardiac event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for potentially associated lot numbers gd894303 and gd894287 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.